Manufacturer narrative:
H3: product analysis #287046948:¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ drawing(s) referenced: dwgs105-5097-000 rev. Ac and dwgs50231 rev. F. ¿ as found condition: the apollo catheter and mirage guidewire were returned for analysis within a shipping box; within an opened apollo catheter and mirage guidewire outer cartons and inner pouches; and within dispenser coils. The mirage guidewire was returned outside the apollo catheter. The mirage guidewire has a labeled od (outer diameter) of 0.0080¿. Per the apollo IFU (instructions for use), the apollo micro catheter is compatible for use with guidewires with a maximum od of 0.010¿. Therefore, the mirage guidewire was found compatible for use with the apollo micro catheter. ¿ damage location details: the 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. Onyx residue was found within the apollo hub. No bends or kinks were found with the apollo catheter body. No onyx residue was found within the apollo micro catheter body. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. The mirage pushwire was found to be bent at ~46.5cm from distal end. The mirage guidewire distal tip was found bent at ~3.2cm from distal end. No other anomalies were observed. ¿ testing/analysis: the apollo total, usable and distal floppy lengths were measured to be not within specification. The ldpe coupling tube overlap length was measured to be within specification. The total length of the mirage guidewire was measured to be within specification. Due to the damaged condition the mirage guidewire could not be used for resistance testing. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck at ~52.0cm from the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿catheter occlusion¿ was confirmed. There is no evidence suggesting that the apollo micro catheter was defective. However, it is likely that the onyx became exposed to water, saline or blood causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. However, the cause for the onyx premature solidification could not be determined. Regarding the customer¿s report of ¿guidewire damage¿ the issue was confirmed. However, the root cause could not be determined. (Nikkhs2 2023-04-02). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding onyx occlusion in the apollo catheter and mirage guidewire kink. The patient was undergoing dural avf treatment. The accessed vessel was 5mm to 6mm in diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the physician observed onyx wasn't crossing the hub and onyx was clogged at the microcatheter hub. It was reported there was catheter resistance at the hub of the catheter. It is unknown if the top of the sheath seated securely in the hub. It was also reported the mirage guide wire was kinked.  It is unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the dead space of the delivery catheter was filled with dmso. There was friction/difficulty during flushing or injection. There was kink/damage on the mirage. It was unknown if there was any onyx reflux, if the physician paused during injection or if it was continuous, or the waiting time between the injections.